Manufacturer narrative:
Correction b2 ¿ required intervention to prevent permanent: should not have been selected in initial MDR submitted on aug 13, 2024.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. No intervention was performed. Patient status was not known.